Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The sample has been returned for evaluation, and the investigation is currently underway.

Event description:
It was reported that after five minutes of activation, the recanalization catheter was removed without being activated, and the metal tip detached. Attempts were made to retrieve the detached segment, however it was unsuccessful. The detached catheter tip remains in the pt. A balloon catheter was used to dilate the lesion and complete the procedure. There was no pt injury reported.